Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while fixating the mesh, the device¿s reload disengaged and fell into the patient¿s cavity. In order to resolve the issue, the reload was retrieved from the patient. No patient injury.